Event description:
A report was received that the patient will undergo an explant of the scs system due to high impedances and inadequate stimulation. No further information is currently available.

Event description:
A report was received that the patient will undergo an explant of the scs system due to high impedances and inadequate stimulation. No further information is currently available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg); model: sc-2158-50, serial: (B)(4), description: linear lead with enhanced stylet, 50 cm.

Manufacturer narrative:
Additional information was received that the patient's entire scs was explanted. The physician explanted the ipg because the patient had a previous surgery wherein the use of electrocautery was not certain. The ipg was functioning well prior to explant. Sc-1110-02 / serial # (B)(4) device evaluation indicated that the ipg passed visual, operational, performance, electrical and photographic imaging tests performed. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics. The explanted leads (sc-2158-50, serial # (B)(4)) were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.